Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2018, a reservoir was used. When unlocking the lock of the reservoir, air entered from the suction port, and suction could not be done. The drain and the adapter were used as it were, and another reservoir was used with no problem. The lot number is unknown. Further details are not provided from the hp. No sample will be returned. There were no adverse consequences to the patient.